Manufacturer narrative:
Sorin group (B)(4) manufactures the 3t heater cooler system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the pt circuit temp increase adjustment button was not functioning during set up. There was no pt involvement.